Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd micro-fine ultra¿ pro pen needles 32g x 4mm the cannula broke off. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the patient tells me that the needle did not come out after the injection.

Event description:
It was reported while using bd micro-fine ultra¿ pro pen needles 32g x 4mm the cannula broke off. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the patient tells me that the needle did not come out after the injection.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1314132. Medical device expiration date: 30nov2026. Device manufacture date: 10nov2021. Medical device lot #: 2054705. Medical device expiration date: 28feb2027. Device manufacture date: 23feb2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.